Event description:
As reported, the peg of a 6f-12f mynx control venous vascular closure device (vcd) was sticking out of the groin. Hemostasis obtained, but sealant sticking out of groin, approximately 25%. The medical doctor (md) tucked the sealant in, hydrated the sealant, held pressure for sixty seconds before bandaging the groin. There was no reported patient injury. The storage temperature of the device did not exceed 77 degrees fahrenheit. The mynx venous vcd was prepped according to instructions for use (IFU) instructions. Mcv deployed through 8f non-cordis sheath, no issues. Button #1 and button # 2 were fully depressed, the balloon was fully deflated, and no resistance was noted during device use. The sealant did not stick to the device. After removal, hemostasis held throughout extubation. The sales representative was on site. The sales representative exited the room to go to the other lab to finishing closing that patient. A lab staff member comes to get me because "peg is sticking out". Upon looking at the groin, hemostasis obtained, but sealant sticking out of groin, approximately 25%. Patient was large, had a very large groin, the sealant should not have been sticking out. Sales representative confirmed there was no sealant left on the mcv device when it was removed. No issues with groin. A 8f non-cordis sheath was used. The suitability of the femoral vein was confirmed on venography, including the insertion angle. Vessel diameter was verified to be =5 mm, with no noted tortuosity or calcium at the puncture site. Vessel depth was not shallow. The deployer was certified on the mynx device. The approach used was retrograde. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the peg of a 6f-12f mynx control venous vascular closure device (vcd) was sticking out of the groin. Hemostasis obtained, but sealant sticking out of groin, approximately 25%. The medical doctor (md) tucked the sealant in, hydrated the sealant, held pressure for sixty seconds before bandaging the groin. There was no reported patient injury. The storage temperature of the device did not exceed 77 degrees fahrenheit. The mynx venous vcd was prepped according to instructions for use (IFU) instructions. Mcv deployed through 8f non-cordis sheath, no issues. Button #1 and button #2 were fully depressed, the balloon was fully deflated, and no resistance was noted during device use. The sealant did not stick to the device. After removal, hemostasis held throughout extubation. The sales representative was on site. The sales representative exited the room to go to the other lab to finish closing that patient. A lab staff member comes to get me because "peg is sticking out". Upon looking at the groin, hemostasis obtained, but sealant sticking out of groin, approximately 25%. Patient was large, had a very large groin, the sealant should not have been sticking out. Sales representative confirmed there was no sealant left on the mcv device when it was removed. No issues with groin. A 8f non-cordis sheath was used. The suitability of the femoral vein was confirmed on venography, including the insertion angle. Vessel diameter was verified to be =5 mm, with no noted tortuosity or calcium at the puncture site. Vessel depth was not shallow. The deployer was certified on the mynx device. The approach used was retrograde. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2516502 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inaccurate placement partial¿ could not be evaluated. Also, due to the nature of the complaint, the event cannot be evaluated without procedural films since patient related events cannot be duplicated in the lab. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors, as well as patient comorbidities, may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.